Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number could not be conducted because no lot number(s) was/were identified. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the epidural disconnected. The health professional promptly intervened and reconnected the epidural. The patient experienced no pain. There was patient involvement and no adverse harm reported.